Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -4.50/0.50/x094. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -4.50/+0.5/x094 diopter in patient's left eye (os) on (B)(6) 2015. Unreactive pupil and angle closure with elevated intraocular pressure was noted on (B)(6) 2015. The lens was explanted on (B)(6) 2015 and no other lens was implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found that the haptic was torn/broken/bent/deformed. Dimensional inspection was also performed. (B)(4).